Event description:
Customer reported a malfunction alarm identified as malf 12, which caused a blood glucose reading "high", although the specific value was unknown. Customer managed their blood glucose through a correction injection and did not require assistance from a third party. Technical support decided to replace the pump, with instructions given for the customer to put the current pump into storage mode and return it using a prepaid shipping label. Customer continued insulin therapy using multiple daily injections as a backup.